Event description:
It was reported, that a biolox-forte head 28/-3.5 s 12/14 was implanted on (B)(6) 2014 on the right side. Based on x-ray images the surgeon found out that the biolox forte head was dislocated from the bipolar insert three days after the hemo-arthroplasty surgery. The pt got the surgery because of avn disease and laid on the bed not having load-bearing. The pt was revised on (B)(6) 2014.

Manufacturer narrative:
The MFR received the device for investigation on 12/09/2014. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).